Manufacturer narrative:
Investigation of returned suspect clamp finds that the retainer ring on the tip of the adjustment screw has been stretched from over-tightening allowing some play in the movement of the clamp face. The adjustment screw threads are intact and fully functional. The head of the screw has tool marks all around but the hex head is in good condition and fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement open spine clamp shipped to site 09/01/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their open spine clamp screw head was worn and has no grip to turn the driver. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.